Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The pt is active in sports but it is unk if any trauma or manipulation may have occurred. The device is not believed to be at end of service. X-rays were taken and sent to the MFR for review. A small portion of the lead appeared to be behind the generator and continuity in that portion of the lead could not be assessed. Strain relief was present but not per labeling. There were no acute angles or lead discontinuities in the visible portions of the lead. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.